Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: (B)(4) the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests grasping difficulties likely contributed to the event. Per event description, the root cause of the slda probably was that the device grasped more chordae instead of leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france, edwards received notification of a pascal precision procedure in mitral position. During procedure a single leaflet device attachment (slda) occurred. There were anatomy/procedural complications as posterior leaflet was hard to catch in the anterior-posterior 2 section, especially the posterior leaflet and therefore physicians decided to go more lateral with more posterior leaflet. Insertion was very good without doubt but, after release, slda occurred. Mitral regurgitation level did not improve from baseline (severe). As per medical opinion, the root cause of the slda probably was that the device grasped more chordae instead of leaflet. Procedure was switched to an non-edwards edge-to-edge repair device, to catch more leaflet with active force (after multiples attempt, they put 2 devices in the medial side). Patient's final outcome was stable condition.